Event description:
It was reported that the pump of this inflatable penile prosthesis would not properly reinflate once squeezed. The device had fluid loss and a possible kink or leak in tubing was noted. A new reservoir was placed, and the pump worked successfully. Upon inflation of the cylinder, pending urethral erosion was observed; therefore, a new corporal space and tunnel was created and the cylinder was explanted and replaced. No further patient complications were reported.